Event description:
It was reported by the patient of having phrenic nerve stimulation from the left ventricular (lv) lead several years ago. Reprogramming of the lead was done and the lv lead remained in use. The patient also noted that after having a routine device change the stimulation again appeared on the lv lead. Reprogramming was conducted and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 implantable pacing lead 2004 (B)(6); 4592 implantable pacing lead 2004 (B)(6); 6947 implantable tachy lead 2009 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD)  2013 (B)(6). (B)(4).